Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a hypoglycemic event. Date of issue is an approximation. Patient reported that her blood glucose was way too low, 26mg/dl, and her husband received a notification from the continuous glucose monitor (cgm) while she was sleeping. The patient was unable to wake up and the patient's husband called 911. The patient was transported to the hospital and given treatment. There was no alleged device malfunction. Patient reported that the cgm functioned as intended. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was returned for evaluation. The reported hypoglycemic event could not be confirmed. A root cause could not be determined.